Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the patient was confused about the timing of tones and it was determined that the patient heard the tones at the appropriate times prior to the alert being turned off. The tones were lead integrity alert (lia) and the right ventricular (rv) lead has since been reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and lead failure predictor (lfp) episodes. The rv lead remains in use. Additionally, it was noted that the patient reported hearing hourly tones after all of the alerts were programmed off. The implantable cardioverter defibrillator (ICD) remains in use as the patient has declined device explant and replacement at this time. No patient complications have been reported as a result of this event.